Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the motor drive unit was activating sluggishly. A second motor drive unit was used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00227. The same pt is represented in each medwatch.